Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. The reported patient effect of dissection is listed in the xience prime everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect of coronary stenting procedures. The investigation was unable to determine a definitive cause for the reported patient effect of dissection; however, the treatment appears to be related to the operational context of the procedure. Based on the information reviewed, there is no evidence to indicate the presence a potential quality issue with respect to design, manufacture, or labeling.

Event description:
It was reported that the procedure was to treat a 95% stenosed, moderately calcified lesion in the moderately tortuous distal left anterior descending (lad) artery. Pre-dilatation was performed with a 1.2x12mm unspecified balloon dilatation catheter (bdc). The 2.5x38mm xience prime stent implant was successfully deployed without reported issue; however, a vessel dissection was noted, which was treated with deployment of a 2.75x12mm xience prime stent implant. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure. There was no additional information provided.